Event description:
Upon review of a device's electronic history record, the record indicated that for a use in 2009, the device successfully delivered 6 shocks to a patient before canceling a shock, and reporting a replace battery pack message. It was reported that the patient involved in the incident did not survive.

Manufacturer narrative:
Evaluation: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. Summary: based on evaluation of the electronic history record, the device reported a low battery warning.